Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in left anterior descending (lad) artery. A 2.75x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion and the stent struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element mr ous 2.75 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified no issues. The stent showed no signs of damage or strain and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) of the undamaged section was measured and was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed no issues with the hypotube. An examination of the shaft polymer extrusion identified no issues. No issues were identified during the product analysis. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in left anterior descending (lad) artery. A 2.75x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion and the stent struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.